Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported via a manufacturer representative that the therapy was turning off by itself. The consumer felt like this began after they were programmed with high density settings. These settings were programmed five weeks prior to the report and the turning off occurred for three weeks prior to the report. The consumer was programmed with a rate of 1000hz and a pulse width of 150 micro-seconds. There were no error codes reported. The stimulation on/off was not related to positional movement. During the event the consumer was able to confirm the implantable neurostimulator status with the patient programmer correctly. When stimulation felt as though it was off, upon checking with the patient programmer, it was confirmed that it was off. The electrode impedances were in the range of 586-1668 ohms. Recharging statistics were provided as follows: 8/2 duration 0.5 hours percent at end of charge 75%; 7/31 duration 2.0 hours percent at end of charge 75%; 7/28 duration 1.4 hours percent at end of charge 75%; 7/28 duration 1.1 hours percent at end of charge 75%; 7/27 duration 0.8 hours percent at end of charge 75%; 7/27 duration 1.2 hours percent at end of charge 100%. Additional information received from the manufacturer representative (rep) reported that the battery had been interrogated and no issues had been found. The patient was instructed to keep a detailed log and to follow-up if the issue continued. She was no longer using high density programming due to the charging frequency. The patient had not been heard from since. The indication for use was spinal pain. Should additional information be received, the event will be updated accordingly.